Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by water invading the device while the user handling the device, leading to abnormality of electronic parts. The event can be detected/prevented by handling the device as follows in the instructions for use (iuf): "·inspection of the endoscopic image ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. · do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device. Correction to missing UDI number in d4.

Event description:
The bronchovideoscope displayed a temporary loss of image during a diagnostic procedure. The procedure was completed with a similar device and there was a delay of five minutes. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was not confirmed. There were few additional findings. There were signs of moisture ingress located inside the scope connector. The adhesive of the bending section cover was separated. The bending section cover was perforated and leakage was observed. The distal end was damaged. Connecting tube was deformed. The insulation of the insertion section was out of specification. Distal end insulation was out of specification. Grounding was out of specification. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.